Event description:
The device has been explanted.

Event description:
Healthcare professional reported left side rupture and "siliconoma due to rupture" as seen via MRI. The device remains implanted.

Manufacturer narrative:
Continued e1 -- phone number: (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. The event of granuloma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: rupture; "siliconoma due to rupture."

Manufacturer narrative:
Visual analysis: visual analysis of the photographs identified: rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. Granuloma: unable to observe since it is not related to the device. No further actions are required since no issue in the manufacturing of the device is observed.

Event description:
Healthcare professional reported left-side rupture and siliconoma due to rupture confirmed via MRI. The device has been explanted.